Manufacturer narrative:
The complained device was returned and although no melting could be confirmed two failure modes were identified: the insulation is damaged/cut and the tip of the needle is broken off but the tip was not returned. After cleaning the tip, the residues could be removed and it was visible that the insulation of the needle was deformed / cut by a medical instrument. The fracture surface of the needle was damaged due to friction with its counterface and the remaining surface shows the appereance of a fatigue fracture. The protruding part aside of the breakage surface indicates that the fracture was caused by bending overloads most likely due to collisions with hard objects. Corrective or preventive action is therefore not required at this time.

Event description:
It was reported that the microdissection needle melted in the patient's nose during the surgery. The medical staff had to use another device to complete the procedure successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the microdissection needle melted in the patient's nose during the surgery. The medical staff had to use another device to complete the procedure successfully. There were no adverse consequences for the patient.